Manufacturer narrative:
Corrected age at time of event based on additional information. The patient is (B)(6). An event regarding pain and swelling of the knee involving a triathlon insert component was reported. The event was not confirmed. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the lot referenced. The exact cause of the event could not be determined with the limited information provided. X-rays, medical records and follow-up notes would be required to complete the investigation for determining the root cause.

Event description:
It was reported, "four months after the right knee replacement was done in (B)(6) 2010, I have been experiencing the knee locked up from time to time. First you felt the tightness in the area, then the entire right knee is stuck in a small angle that you can not move it. You can not extend the leg, nor can you bend further, or rotate it. You cannot put weight on it. You basically can not move. You do not have right leg. It was painful to walk. The pain is very piercing, like the neuron and bone inside is burning. This type of event can happen instantaneously, in a few seconds. It happened during my sleep, when I am in my bed, and it happened during my walk in the mall. Last (B)(6) it happened when I got out the bed in the morning, putting my pants on. Right now it happened more frequently. This month I had four episodes of this. It usually takes two days for it to go away. I visited numerous surgeons to examine my knee, they do not know what is wrong. They look at x-ray and said it looks fine. MRI looks normal. It was further reported by the patient that she had fluid removed from her knee and was told there was no infection".

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-200 lot # sr67l description: triathlon prim cem fxd bplt #2; cat # 5551-g-299 lot # a284 description: triathlon asymmetric x3 patella; cat # 5510-f-202 lot # smpls description: triathlon cr fem comp #2 r-cem; cat # 6197-9-001 lot # mar002. Description: simplex p with tobramycin 1 pack. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
It was reported, "four months after the right knee replacement was done in (B)(6) 2010, I have been experiencing the knee locked up from time to time. First you felt the tightness in the area, then the entire right knee is stuck in a small angle that you can not move it. You can not extend the leg, nor can you bend further, or rotate it. You cannot put weight on it. You basically can not move. You do not have right leg. It was painful to walk. The pain is very piercing, like the neuron and bone inside is burning. This type of event can happen instantaneously, in a few seconds. It happened during my sleep, when I am in my bed, and it happened during my walk in the mall. Last (B)(6), it happened when I got out the bed in the morning, putting my pants on. Right now it happened more frequently. This month I had four episodes of this. It usually takes two days for it to go away. I visited numerous surgeons to examine my knee, they do not know what is wrong. They look at x-ray and said it looks fine. MRI looks normal. It was further reported by the patient that she had fluid removed from her knee and was told there was no infection.